Manufacturer narrative:
Unit passed displacement test, active current test and selftest. Unit failed sleep current test. Pump error 25 due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert. Customer blood glucose level was 9.2 mmol/l at the time of incident. Customer also stated that the battery anomaly persists with replacement battery cap. The device will be returned for analysis.